Event description:
It was reported the patient was not receiving foot stimulation (date of event is unknown). As a result, the scs lead was explanted and replaced with 2 scs leads (different model from original). The issue resolved with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.